Event description:
Complainant alleged that during a routine shift check by a clinican the device's display shows series of vertical black & white lines only. Complainant indicated there was no patient involvement in the reported malfunction.